Event description:
Philips respironics dreamstation 2 auto CPAP advanced started emitting a very bad melting plastic smell through the tubing and mask. Discontinued use although I need the device for sleep apnea.